Manufacturer narrative:
The following devices were also listed in this report: 32mm +4 lfit v40 head; cat # 6260-9-232; lot # 55053506. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Pt had a head & liner exchange performed for infection. The liner removed appeared damaged on the rim which surgeon said was not a result of the removal.

Event description:
Pt had a head & liner exchange performed for infection. The liner removed appeared damaged on the rim which surgeon said was not a result of the removal.

Manufacturer narrative:
Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: the device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted liner with blood on it. There is some damage on the rim. No conclusive decision can be made from the given photos. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.